Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon was ruptured.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for this investigation. Although an exact root cause could not be determined a potential root cause could be poor balloon design. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspection prior to use the x-force® nephrostomy balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile, liquid media. 2. Attach the inflation device to the balloon lumen. 3. Open the stopcock and inflate the balloon. 4. Once dilation has been attained, advance the sheath over the balloon. Warning: do not use air or any gaseous substances as a balloon inflation media, always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the maximum limits of the balloon are not exceeded. Note: slight reduction in balloon pressure may be required if resistance is encountered when advancing the sheath over the balloon. Caution: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended rbp." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the dilation catheter was rupture.